Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately on (B)(6) 2025, the event the patient experienced feeling shortness of breath. The cgm reading was 260 mg/dl, and when the patient took a fingerstick the blood glucose reading was 135 mg/dl. No treatment was reported but the patient went to the hospital. At the hospital it was confirmed the cgm was inaccurate and would have been off by 200 mg/dl. The patient was hospitalized for 4 weeks and was treated with intravenous insulin, and insulin per injection during that time. It was unknown if there were any underlying diseases that contributed to the hospitalization, but according to the patient the dexcom malfunction caused the hospitalization. The patient was still feeling sick and tired when they were discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 200 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).